Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse made electrical/mechanical adjustments to the system. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support about grounding pad remaining red when connected. The technical support engineer (tse) reviewed the system logs and found no associated errors. The tse confirmed the customer was using a validated covidien ground pad which was properly oriented on the patient. The customer tried multiple ground pads, rebooting the erbe integrated electrosurgical unit (iesu), and applying the ground pad to their own bicep with no change. The customer had a covidien force triad generator unit; however, was not able to locate the activation cable (pn: 371716). The customer elected to continue the procedure using bipolar energy and requested the field service engineer (fse) follow up as soon as possible. The procedure was continued as planned with no reported injury.